Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported revision of (B)(6) distal femur, the junction between the cement stem & extension body broke of the right knee.